Manufacturer narrative:
This investigation was initiated in response to a customer complaints reporting holes in the white card pouches of some cards at the stitch seam. The root cause of the defect was linked to the design of the wheel that applies the stitch seal to the pouch. On (B)(6) 2017, stitch wheels with a new design were installed that resolve the issue. A customer communication has been created (20apr2017) and was distributed to customers who received impacted card lots. The customer letter will include instructions for inspecting pouches prior to use in order to detect breaches and reduce the likelihood of using cards exposed to moisture. The customer letter will also explain the potential effects of moisture exposure on card performance.

Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® 2 ast-n233 test kit. The customer reported false resistant results for carbapenemase for two (2) strains of salmonella species. Additional tests with the disc diffusion method on mueller hinton e agar and mueller hinton cloxacillin agar gave susceptible results with no carbapenemase and no extended spectrum beta lactamase (esbl) phenotype. The customer reported that the tests were repeated by 2 technicians, and the same results were obtained. The customer also reported that the same results were obtained after culture on another medium. The customer sent the strains to the national salmonella reference center for serotyping and susceptibility testing. The customer reported a delay of greater than 24 hours in reporting the results to the physicians. There is no indication or report from the customer to biomérieux that the discrepant results led to any adverse event related to any patient's state of health.